Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for sheath kink as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: after removing the procedure sheath from the patient, the locator was inserted into the insertion sheath to make the locator/insertion sheath assembly. When the locator/insertion sheath assembly was attempted to be inserted into the puncture site, the assembly kinked at its proximal portion and could not be inserted any further. The device was not used, and another angio-seal device was used to continue the procedure. The assembly of the second angio-seal device was successfully inserted into the artery without kinking. Subsequently, hemostasis was successfully achieved by the second device. The estimated blood loss was less than 250cc. The type of procedure performed was hemostasis. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was the right common femoral artery. There were no other devices or equipment used with the reported product.